Event description:
It was reported that the filterwire ruptured. A filterwire ez was selected for use to treat an occlusion in the carotid artery. During use inside the artery, the device ruptured and was unable to be used. There were no patient complications reported.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis completed. The wire was returned inside the delivery sheath and the filter bag came back in deployed state. The retrieval sheath was returned. The delivery sheath and the guidewire were detached.

Event description:
It was reported that the filterwire ruptured. A filterwire ez was selected for use to treat an occlusion in the carotid artery. During use inside the artery, the device ruptured and was unable to be used. There were no patient complications reported.